Event description:
Philips received a complaint on the efficia dfm100 device indicating that the ECG cable was faulty. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The rse evaluated the device remotely and found that the ECG cables (both the ECG trunk cable and the ECG lead cable) were faulty. As a result, new cables were delivered to the customer, restoring the device to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time.